Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the united (B)(6) stating the device did not "function". The device was not being used during a procedure. It is unknown if injuries or medical intervention were reported. There was no additional information provided.